Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. During the post procedure period the patient was evaluated for stroke symptoms and motor deficits. The patient was reported to have a inferior vena cava (ivc) filter in place at the time of the procedure. Use of the faradrive sheath in a patient with a vena cava embolic protection filter is specifically contraindicated in the instructions for use if a femoral vein approach will be utilized for the procedure. The patient was admitted to the hospital and imaging has been performed. No further information regarding the patient's status is available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.